Event description:
A surgeon reported that he tried to use a glaucoma shunt, but he was not able to disengage the shunt. He reported the release mechanism appeared to be faulty. The surgeon converted to a standard trabeculectomy. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).